Event description:
It was reported that two weeks prior to the report, patient's hcp (health care professional) wanted to do a heart rate monitor test. A shocking or jolting sensation was reported. The patient had turned his device off for the test, and he felt a shock and that stimulation had come on by itself. When he checked stimulation afterward he was "at level 7" and had been turned up from 4. He had an EKG a week prior to the report and that during the test his stimulation increased by itself from 5 to 6. It "wasn't giving him a bad sensation." Since his "new battery" was implanted, he felt stimulation differently. He had to set stimulation at 7.5-8 to feel any sensation and the levels were abnormally high for him. For his next test he planned to turn stimulation to 0.0 v and then off. He needed an adjustment because he could feel that his stimulation was cycling for one minute and 5 seconds and it should be cycling every 30 seconds. He had not seen his hcp or been adjusted since before he experienced his stimulation turning itself on. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had an increased stimulation with their previous system. The patient's cell phone was constantly shorting out when they carried it in the right back pocket where the implantable neurostimulator (ins) was located. The patient would feel an increase in stimulation when they used power tools. The patient was right handed when he used the tools. The patient felt the stimulation increased but it was not painful. They could sense the change, they backed away some and the stimulation corrected itself.